Event description:
It was reported that the patient received multiple inappropriate shocks due to right ventricular (rv) lead sensing p waves and r waves. Lead dislodgement was confirmed via a review of the x-ray. The lead was replaced. The patient was stable throughout with no complications.